Manufacturer narrative:
Reported event was able to be confirmed via operative reports. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded the most likely root cause of the event is due to patient not adhered to rehab protocol. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received via operative report reported that patient had a closed reduction four months post-implantation due to patient¿s hip dislocating while moving wires behind his tv. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503602, bioloxâ® delta ceramic femoral head, 2889202, 00875705201, shell with cluster holes porous 52 mm, 63696752, 00625006525, bone scr 6.5x25 self-tap, 63481131, 00784101350, femoral stem fiber metal midcoat collared 12/14 neck taper, 63422675. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and immobilization due to dislocation four months post-implantation. Attempts to obtain additional information have been made; however, no more is available.